Event description:
Pt received with iabp from transferring hosp on 11/17/95 (primary diagnosis of coronary artery disease). It was noted on 1/19/95 that small flecks of blood were present in the iabp extension tubing. Augmentation was noted to be good. Iabp removed on 1/21/95. Pt went on to have CABG x5 & was discharged on 1/31/95.